Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient. Date of the event : (B)(6) 2017 is an estimate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient had the interstim implanted on (B)(6), but the manufacturer's representative (rep) could not get there before the surgery so they came in after and the left the patient with instructions. Patient stated that they did not think this thing was working to capacity, patient further stated that they know it was not because their symptoms were hardly any better if at all. Patient stated that they did not have a clue, they thought they may need to increase the strength but was not sure if they should change programs or not. Patient stated that they tried to read directions and they did not understand a word of it, it was like greek and they did know what to do. Patient stated the first couple of days they told them she would have so much fluid from the IV fluids and to give it a few days, and at first patient thought it was working because the patient could have hours where they do not have any urges, however it was no different than how it was prior to implant. Patient mentioned that they were going to the bathroom more frequently, and they were leaking and has to wear a pad. Patient said they will envision a leak that is the size of a quarter or fifty cent piece and on the morning on the report, they got up to walk from the bedroom to the bathroom and they leaked right onto the carpet, it was not a lot but they were under the impression that they would not have to wear pads. Patient mentioned that once in a while they had terrible episodes like if they were sitting for a while in their car, they would stand up and just start going, so once in a while they just went through their pants, and maybe these leaks were consistently less so far but patient so far but patient wondered if that was going to be it and they would have to wear pads. Patient noted that they were not feeling stimulation at the time of the report but they typically feel it on the left side of the vagina and it felt like very mild pulsations particularly when they were sitting or standing with their legs close together ,when their legs are spread apart they do not feel stimulation. Patient stated that even when they feel stimulation sensation , it is not really working because they have to go the bathroom frequently. Patient stated that they were playing cards with friends and had to get up twice to go the bathroom between 1:00 and 3:30 pm. Patient mentioned that they were leaking most of the time, very rarely get to the bathroom without leaking. Patient stated the more they move around the more they leak, and it had gotten worse. Patient also stated they noticed that when they are sitting and relatively warm they can go for hours without going to the bathroom, and that was both before and after implant. Patient stated they also noticed that when they are stressed this affects their leaking. Patient confirmed that they had access to a programmer, they synced with it and it showed that stimulation was on. Patient had some difficulty locating the ins site, and they did not feel the ins under the skin. Patient mentioned that the incision was a little sore when they pressed it. Patient was able to successfully to sync with the programmer by positioning antenna below the incision scar. Patient stated that there was a dot that kind of looked like a bruise next to incision scar. Patient was currently on program 1 with amplitude 1.1. Patient requested for CT compatibility guidelines in case they needed a CT scan in future. It was reviewed that if the patient was having a medical procedure or diagnostics in the future, they should notify the health care provider (hcp) so they can contact the rep for appropriate guidelines. It was reviewed that it takes time for the body to respond to therapy, and patient was redirected to the hcp if problems did not resolve. Therapy expectations were reviewed as 50% reduction in symptoms. Patient stated that to their knowledge ,the hcp left no instructions for them, the rep was the one who provided instructions, and they indicated that they did not remember a thing after coming out of anesthesia. Expectations regarding stimulation sensations and adjusting amplitude were reviewed. Patient reported that no one had called them after the implant, the rep was so much more hands on during the trial. The role of the rep was reviewed, patient noted that they had an appointment with the hcp next thursday. The patient's concomitant medications included my"rbetriq" but was not given instructions form the hcp and the patient assumed they no longer had to take that with the interstim. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient reported they were having a difficult time with the device, such as changing the program. They felt like they didn't get much benefit from it and may have it removed. No further complications were reported or anticipated.